Manufacturer narrative:
Updated field: b4, d8, d9, e1 (event site name), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) evaluated the unit and the image reappeared after restarting the unit. Several tests were carried out without the problem appearing. Checking the entire video circuit and stopping in order to detect the fault, the video receiver board was replaced. Iabp was tested several times without failure.

Event description:
N/a

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) screen turned off (lost the image), although the iabp continued to function. The iabp was restarted and the image reappeared. The treatment was completed without causing damage to the patient.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.